Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi." Customer's meter is reading hi, wanted to know the number of his blood results if his meter is reading hi. Explained that the meter is out of range and it means >600 mg/dl. The customer states that he feels fine at this time and does not require any medical attention. Customer is on an insulin pump and did not want to troubleshoot with me since he had to put his results in his insulin pump. We were able to do one blood results and got "hi." Customer would not look into his memory on the meter since he was anxious about the results. He stated he ran a fasting blood today and obtained a 551 mg/dl, he then tested before lunch his meter read "hi" and then about 45 minutes later after lunch it still read "hi." The customer has a one touch meter that his pump is going to be connected to and he is going to call them but he wanted to put insulin in his pump before he called them.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.